Event description:
Following the implant procedure repeated echocardiograms revealed an elevated gradient. The pt developed congestive heart failure and the valve was explanted and replaced with a mechanical valve from another manufacturer. The pt was in stable condition following the procedure.